Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. An x-ray and CT scan completed showing a disconnected outflow graft bend relief. The patient was asymptomatic and lab results were stable.